Event description:
It was reported that during an implant attempt, when the physician inserted the lead into the sheath there was insertion resistance to the lead. When the lead was into the vein, there was resistance to the handling of the lead. Blood ingression to the outer tube was found. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the outer insulation breached cut. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the stylet was bent, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the introducer sheath was not returned so a fresh introducer was used, and the test passed. There was slight resistance felt at 19.5 cm where the proximal conductor is distorted and a cut is visible. The cut at 19.5 cm is the reason for the blood ingress.